Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 7 cm distal to the is-1 connector pin. The proximal and distal fragments were received for analysis. An extraction aid was found on the distal fragment. Additional cuts along the fragments were found. These cuts probably occurred during extraction procedure. Furthermore, the lead tip was found deformed and the fixation helix bent and stretched. These damages most likely resulted from the extraction procedure due to tensile stress. Further analysis of the returned fragments did not show any deviations that might have led to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.-

Event description:
Increased pacing threshold was reported. Lead was explanted. During revision procedure pericardial effusion occurred. Should additional information be received, this file will be updated.